Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The patient would continue to be monitored.